Event description:
It was reported that the asymptomatic patient presented in clinic with noise on the ventricular lead. Isometric testing was performed and noise was reproducible. The physician opted to make programming changes and monitor the patient routinely. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.